Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer; therefore, the product investigation consisted of a review of the production and inspection records only. The results are listed below: no product was returned for investigation. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: jdsz1uc4). Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
Clogging-iol could not be ejected and could not implant successfully. Event occurred in (B)(6). There was no impact to patient, but hospital has reported this case to (B)(6)authority as ae.